Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set separated. The following information was provided by the initial reporter: issue of the 2420-0007 cracking, with the lot#" 25035013. Additional information received by the customer: when was this defect observed? During or before use? Monday on (B)(6) 2025. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No patient injury. Was there any leak? No.

Manufacturer narrative:
The customer reported issue happened twice, and returned two unused sets of material: 2420-0007, lot: 25035013. Upon initial visual examination, the sets verified the failure of separation and were fallen apart at the plastic tubing connection of the lower fitment of pumping segment. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation at lower fitment to be related to an error in solvent application assembly process. An accessory was implemented by the plant on (B)(6) 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.